Event description:
#Medwatcher #(B)(4). Since I have had essure I have had severe cramps, stomach pains, headaches, depression, mood swing, missed periods, passing clots, weight gain, low sex drive, extreme abdominal pains, cant eat, tired all the time, no energy.